Event description:
It was reported that a patient experienced symptoms of chills, fatigue and nausea post deployment of an endeavor sprint rapid exchange drug eluting coronary stent (device details unknown). No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4): results: reaction, root cause cannot be determined.